Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported, the PICC inserter's puncture sheath curled during the puncture process, and the puncture sheath was replaced to complete the puncture. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of damaged microintroducer is confirmed; however, the exact cause is unknown. One photograph of a microintroducer was returned for evaluation. An initial visual observation of the photograph showed a microintroducer with buckling and some plastic deformation on the distal end of the ptfe sheath. Evidence of use as well as biological residue was observed on the sample in the returned photograph. Although damage was observed on the distal end of the sheath, no details or distinguishing features of the damage can be discerned from the returned photograph which could aid in identification of a specific root cause. This complaint will be recorded for future trending and monitoring purposes.